Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was tested with a water fill test reservoir. No air bubbles anomaly noted. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400mg/dl. The customer was assisted with troubleshooting for the high readings. The customer treated with a shot. Customer's blood glucose value was 513mg/dl at the time of the call. The drive support cap appeared normal. There were no leaks but air bubbles were found and customer was assisted with rewind and manual prime. There were no insulin issues but cannula was found to be bent. The device settings were correct. The insulin pump passed the first high pressure test and failed the repeated test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer did not feel comfortable with the insulin pump. The product will be returned for analysis.